Event description:
The customer rpt'd that while running an hcv assay, the summit sample handler, did not pipette sample and reagent into some wells. No error message was given. No ortho field service engineer with this event.